Event description:
The hospital reported to smiths medical international that the hub of the unit came apart from the line while in use on a patient. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
Add'l lot# 1204053. The subassembly in question is a560 and is manufactured by smiths medical. This assembly is incorporated into the finished product (mx9522) by smiths medical international in another country. The finished product is further assembled, packaged and sterilized by smiths medical international. The product has been received from the customer; however, smiths has not yet completed its investigation into this matter. A follow up will be submitted when the investigation has been completed.